Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No missing segments or partial displays, white displays, flashing displays, gray or faded displays, or unexpected display anomalies were noted during testing. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing either. Finally, no pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. No report of insulin pump screen flashing when screen was turned on after being in sleep mode and new battery did not resolved the issue. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loosed, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.